Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation the device was evaluated and it was confirmed that the implant has disassembled. Potential cause root cause was unable to be determined. This event could possibly be attributed to over-turning of the knob during attachment to the inserter or due to off-axis forces applied during insertion. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a mobi-c peek cartridge disassembled from the implant during insertion in the disc space. The implant was removed from the patient and a new implant was used to complete the case without patient impacts.

Manufacturer narrative:
Procode: similar to mjo. PMA: similar to p110009. This device is not cleared within the us. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a mobi-c peek cartridge disassembled from the implant during insertion in the disc space. The implant was removed from the patient and a new implant was used to complete the case without patient impacts.